Event description:
On (B)(6) 2025, during a percutaneous transhepatic cholangial drainage (ptcd) procedure guided by ultrasound, the medical team inspected the drainage kit prior to use. It was reported that the front of the package was damaged, and the drainage pipe inside was allegedly contaminated. A new sterile drainage kit was obtained and used to successfully complete the procedure. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. Small tear was noted in photo review. Manufacturing review was performed, and states defect exists; however, it is not possible to determine whether or not the concern is manufacturing related without the physical sample. Therefore, the investigation is inconclusive for the reported packaging problem and contamination issue as provided evidence are not sufficient and physical sample not available for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a percutaneous transhepatic cholangial drainage (ptcd) procedure guided by ultrasound using navarre universal drainage catheter. During the procedure, the medical team inspected the drainage kit prior to use. It was reported that the front of the package was damaged, and the drainage pipe inside was allegedly contaminated. A new sterile drainage kit was obtained and used to successfully complete the procedure. There was no patient contact.